Event description:
A report was received that the patient's precision system was explanted. The reason for the explant was the patient's wound would not heal following an infection from a previous procedure (refer to MFR. Report #3006630150-2010-00402). No culture was taken and the patient was prescribed IV antibiotics prior to the explant procedure. The physician does not believe the infection is related to the device. The patient is doing well following the revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-70 serial#: (B)(4) description: enh st ld kit, 70 cm.

Manufacturer narrative:
Visual inspection of the ipg revealed a burn mark on the case. Daily battery depletion rate with stimulation turned off was higher than specification. Sleep current was out of the expected range as well. It could not be determined which component caused the high current drain. This appears to have started following the previous revision procedure. The ipg passed all other functional tests performed. The explanted leads were damaged, but this type of damage is consistent to damages done during an explant procedure. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient's precision system was explanted. The reason for the explant was the patient's wound would not heal following an infection from a previous procedure (refer to MFR. Report #3006630150-2010-00402). No culture was taken and the patient was prescribed IV antibiotics prior to the explant procedure. The physician does not believe the infection is related to the device. The patient is doing well following the revision.